Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was seen on (B)(6) 2018 for a follow-up appointment after having the pump running with preservative free normal saline. The patient stated that he was having no pain. No dye study was done and the physician was recommending that the pump and catheter be explanted as he did not feel like the patient needed it. No surgery had yet been scheduled, but they were going to try to find a surgeon to remove it. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h865879108, implanted: (B)(6) 2013, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer via a company representative regarding a patient receiving dilaudid (10 mg/ml at 2.1 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2018 it was reported that the patient had been seeing another hcp for pump management. He then found another hcp closer to where he lived because he had had a traumatic brain injury in the last year and was in a rehab facility. It was the practice of the new hcp that he was seeing, upon seeing a pump patient, to do a dye study. Today,they were unable to pull back drug or get csf (cerebrospinal fluid) from the catheter. The dye study was aborted. The hcp put preservative free normal saline in the pump and was going to see the patient back in 2 weeks to retry a dye study. The patient stated that he was having zero pain. If the patient had no pain in 10 days, they would schedule the patient for removal of the pump and catheter. If his pain returned, they would do a dye study and schedule the patient for a catheter revision. The patient status was reported as ¿alive ¿ no injury¿. The environmental, external, or patient factor that may have led or contributed to the issue was that the patient had had a motorcycle accident over a year ago resulting in a traumatic brain injury. The issue was not resolved at the time of the report. It was indicated that the hcp had no further information regarding the event. No further complications have been reported as a result of this event.